Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the down arrow and contrast buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad button was intermittently unresponsive and required multiple button presses to elicit a response. The patient denied any damage to the keypad or evidence moisture in the pump. The patient reportedly wore the pump clipped to the waist and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.